Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number:(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). During the procedure, the catrx partially fractured inside the patient. It was reported that the physician was able to retrieve and remove the damaged catrx percutaneously and a flat plate x-ray was obtained. No additional information regarding the completion of the procedure was provided.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.